Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was not working. It was also reported that the radiofrequency head was not working and was not able to identify any manufacturer devices. The programmer and radiofrequency head are expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the programmer was confirmed to have an unresponsive display. The display was replaced. Software update was successful, following display replacement. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019: it was further reported that the programmer was unable to complete a software update. The programmer was returned for service.